Event description:
Situation summary: pt had infusion completed and was flushed appropriately prior to deaccess. At time of disconnect the lifeguard safety infusion set became stuck and safety lock was unable to engage. Needle has to be slowly removed from pt with safety lock on. Outcome: no harm to pt or to staff. Note: device picked up by sales representative.